Manufacturer narrative:
Updated section: g3 additional information: an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the report event, and preventively, the integrated electrosurgical unit (iesu) was replaced, and the issue will be monitored. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu for failure analysis (fa) but was unable to confirm or replicate the customer-reported issue that the bipolar energy is weak. The fault that occurred in the field could not be confirmed. Visual inspection shows that the unit has no significant scratches or dents. The front bezel is in decent condition. The unit was installed onto a golden system and functioned as expected.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed and reproduced with the instrument provided by the customer. The fse did not find any issues on the integrated electrosurgical unit. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the fenestrated bipolar forceps (fbf) instrument may have contributed to the customer reported issue. Isi received the fbf instrument for failure analysis (fa) but was unable to confirm or replicate the customer-reported issue of the instrument slowly lost power. The instrument was tested on an in-house system, and the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations, and the instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted ovarian cancer procedure, the fenestrated bipolar forceps (fbf) initially functioned properly but subsequently began to lose power, leading to inadequate coagulation. The issue occurred while performing the lymph node dissection. Attempts to resolve the issue by replacing the blue cable multiple times were unsuccessful. There were no visibly protruding cables from the instrument, no signs of thermal damage, and no instrument collision. Although specific details about the bleeding remain unknown, no blood transfusion was administered, and "hemostasis was managed by careful dissection." A backup fbf instrument was tried; however, there was no energy delivery on its first docking attempt. Further attempts to replace the blue cable and reboot the system did not resolve the issue, and inspection of the cable revealed no damage or abnormalities. The customer speculated that the problem was not with the fbf instrument but with the erbe generator, leading to a request for an intuitive surgical, inc. (Isi) field service engineer to investigate further. The procedure proceeded without an fbf instrument and was completed robotically.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) received the second fenestrated bipolar forceps (fbf) instrument (lot #k10241205-0030) involved with the reported event for failure analysis evaluation. Failure analysis was unable to confirm or replicate the customer reported issue of no energy output. A visual inspection was performed, and no damage to the conductor wire was observed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument was connected to the in-house erbe generator and passed energy recognition. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.